Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse implemented the improved configuration update for the near infrared (nir) handheld camera system. The update modified the default button behaviors on the camera head to help prevent the potential for nir modes to remain active unintentionally. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the operating room (or) staff called the technical support engineer (tse) after procedure to inform that the near infrared (nir) light source burned the handheld camera drape. The staff noticed it and changed the drape and continued the procedure. The site requested service and informed they would not use the handheld camera until they got an update. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to staff or the patient.